Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during bolus. Customer's blood glucose was unknown. The customer stated that the pump was not dropped and did not received motor position encoder error alarm. The customer stated that the pump was not exposed to high magnetic field such as MRI. The customer was not using sensor feature. The customer was advised that the pump will need to be replaced.